Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. A 6 french (f) introducer sheath was advanced. The 10.0x39mm omnilink elite peripheral stent delivery system had difficulties advancing through the introducer and the stent got stuck inside the introducer with no ability to move it at all. The stent remained blocked in the introducer sheath. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to advance/remove was confirmed as the device was returned with the distal portion frozen in the introducer sheath. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure as it is likely the device interacted with the introducer sheath during advancement causing the reported difficulty to advance. Continued resistance with the introducer sheath likely resulted in the reported difficulty to remove and the observed distal end of the catheter frozen inside of the introducer sheath. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.